Event description:
It was reported that the pump would not charge with multiple cables and power sources. No troubleshooting could be done as the pump was not available at the time of the call, but the contact indicated that the usb port was damaged and that the pump could sometimes charge if the cable was wiggled. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted, if the device has been received.